Manufacturer narrative:
The site reports that the antenna was discarded. The IFU states: ensure the radiating section is always fully inserted into tissue to prevent elongated waveform fields that can cause unintended thermal injury to the user and/or pt. If the antenna radiating section comes out of the tissue during application of power, immediately cease activation. The IFU also states: during a procedure, it is important that the antenna remain in the appropriate position throughout the entire procedure. Either manually hold the antenna by the handle or affix the antenna in the desired position.

Event description:
The customer reported that following a percutaneous microwave liver ablation, they discovered a 1cm, 3rd degree burn. It appeared that the vt1737 antenna had migrated out of the tissue during the procedure and caused the skin burn. They called in a burn specialist and he prescribed ointment 4 times/day. No antibiotics were given to the pt.